Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 20 mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45 x 45 delivery sheath. A clot was noted on the delivery cable during amulet implant. The thrombus was successfully aspirated through the delivery sheath. The patient was reported stable and no other concerns were noted.

Event description:
It was reported that on (B)(6) 2025, a 20 mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels were >=250 and heparin was administered. A clot was noted on the delivery cable during amulet implant. The thrombus was successfully aspirated through the delivery sheath. The amulet was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and no other concerns were noted.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect: impact code: 4614 serious injury/illness/impairment.